Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing could not be performed due to "call tech support" diaplayed on screen. The receiver log was reviewed and shows perpetual rebooting. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.